Event description:
It was reported that the closed suction catheter (csc) did not suction during use. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30154260 was reviewed and the product was produced according to product specifications. All information reasonably known as of 01 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Health effect - clinical code. Health effect -impact codes. The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the thumb valve was broken from the control body and could not be rotated into the unlocked position; the position of the thumb valve was in an opened position. The skives were visible on the distal end of the catheter and there was no blockage noted at the tip of the catheter. Additionally, there were no signs of damaged/ pinched/ curved tubing on the catheter. Testing of the sample revealed: the stem portion of the valve bounced back up when it was pressed and released multiple times; and suctioning occurred when the stem of the valve was attached to suctioning equipment (set at 120mmhg) and the distal end of the catheter was inserted in a beaker of water with blue dye. The reported event could be confirmed; however, no root cause was identified for the reported issue since no failure was detected during the evaluation of the returned device. The device history record for lot 30154260 was reviewed and the product was produced according to product specifications. All information reasonably known as of 29 sep 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.